Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
D10. Event problem cds , device codes, initial MDR inadvertently submitted incorrect device code.

Event description:
The explanted devices were received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis for the lead was completed and approved. Abraded openings were noted on the outer silicone tubing along the lead body. Lead assembly has dried remnants of what appear to have once been bodily fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut end of the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient was referred for generator replacement and possible lead revision as the physician reported high impedance. The neurologist noted he could not identify a lead fracture. No known surgical intervention has occurred to date. No additional relevant information has been received to date.